Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025 - (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Two transitions from automated mode to manual mode were observed during this period due to the generation of automated delivery restriction alerts. These alerts generated due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. Upon acknowledgment of the alerts, the system transitioned from automated mode: limited to manual mode. The system was used in manual mode from 20:03 on (B)(6) 2025 through the last data point received from the pod at 05:13 on (B)(6) 2026. While in manual mode, the system was correctly delivering the user's manual basal program regardless of the estimated glucose values received. The cloud data showed evidence that the bolus records in the cloud were from boluses that were actively delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of an issue with insulin delivery was observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she was hospitalized on (B)(6) 2026, after being found unconscious with high glucose levels following an unspecified duration of pod wear. She stated that her glucose levels ¿never came down,¿ and she subsequently lost consciousness. She was taken to critical care, where she was diagnosed with diabetic ketoacidosis, and remained in a coma for two days before being transferred to regular care. She was discharged on (B)(6) 2026. The patient reported that her endocrinologist later reviewed her device records and informed her that the pod she activated on (B)(6) 2025, did not appear to have been functioning properly, as elevated glucose levels began on that date. The patient was unable to provide details regarding the specific treatment she received during hospitalization.